Manufacturer narrative:
The meter was requested for investigation. Replacement product was sent. The investigation is ongoing.

Event description:
There was an allegation of a display issue with the coaguchek xs meter. It was reported the meter's display screen was hard to read when powered on. The patient was able to complete a test and the patient received a result of 2.5 inr. Reportedly the meter's batteries were replaced, but during a display check, there were missing segments. Allegedly the battery compartment had no signs of moisture, debris, or corrosion. The patient performed a display check and reportedly there were missing segments in the 88.8. Allegedly the top and side segments were missing and the numbers were unclear. The patient was able to access the meter's memory and the memory displayed the result of 2.5 inr without any segments missing. The patient inserted a test strip into the meter and was able to read the correct code number and confirmed there were no missing segments. The patient reached the countdown for the test and was able to read the numbers counting down and confirmed there were no missing segments.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and an improperly contacting conductive rubber was detected. The display segments had week contrast. The position of the conductive rubber was corrected and the display now operates as intended.